Event description:
Follow-up identified the ipg was not placed in surgery mode prior to the procedure. Surgical intervention is planned at a future date.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient's ipg would no longer communicate with external devices following a surgical procedure approximately two weeks ago. Surgical intervention may be undertaken as the next course of action. The ipg was implanted in 2016.

Manufacturer narrative:
The explant date was inadvertently omitted in the last submission.

Event description:
Follow-up identified stimulation was restored with the replacement device.

Event description:
Follow-up identified the patient possibly underwent cardioversion during cardiac surgery, following which the ipg was inoperable. Surgical intervention was undertaken on (B)(6) 2018 to explant and replace the ipg. The issue is now resolved.